Event description:
It was reported that after a da vinci-assisted liver resection surgical procedure it was discovered that the small grasping retractor instrument had a broken cable at the joint of the retractor and the shaft. There were no reports of patient injury. Intuitive surgical inc (isi) has made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated/confirmed the customer's reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The following was found during the device evaluation, but is not related to the reportable finding: the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.133¿ - 0.204" in length and were not aligned with the tube axis. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument logs for the small grasping retractor instrument (part# 470318-10/n10210316-0100) associated with this event was performed. The instrument was last used on (B)(6) 2021 on system serial# (B)(4) with 1 use remaining. Based on this review, the instrument was not used in subsequent procedure(s) after the alleged issue reported in this event. No images or procedure videos were provided for review. This complaint is reportable due to the following: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.